Manufacturer narrative:
(B)(4)

Event description:
It was reported that device interrogation revealed multiple stored episodes of noise on the right atrial lead since (B)(6) 2015. The device was reprogrammed to vvi mode. The patient's condition was stable and would continue to be monitored.